Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device delivered anti-tachycardia pacing (atp) and shocks for what appears to be supraventricular tachycardia (svt). There are other events recorded in the episode. Some appear to be due to atrial fibrillation (af) and others are due to real ventricular tachycardia (vt). There is reasonable evidence suggesting therapy exhaustion at the only event available for review. There are also atp events from the past that have been overwritten. The physician is considering to remove the system prior to repairing tricuspid valve and determining whether to re implant or not. The device has been explanted and returned. No adverse patient effects were reported. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device delivered anti-tachycardia pacing (atp) and shocks for what appears to be supraventricular tachycardia (svt). There are other events recorded in the episode. Some appear to be due to atrial fibrillation (af) and others are due to real ventricular tachycardia (vt). There is reasonable evidence suggesting therapy exhaustion at the only event available for review. There are also atp events from the past that have been overwritten. The physician is considering to remove the system prior to repairing tricuspid valve and determining whether to re implant or not. No adverse patient effects were reported.